Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed received the arctic sun device with a note stating that they were getting low flow. The biomed performed calibration and the device was passed. Ms and s recommended gathering more information from the nurses and also mentioned the 2000 hours preventive maintenance since the system hours were 7174.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed received the arctic sun device with a note stating that they were getting low flow. The biomed performed calibration and the device was passed. Ms and s recommended gathering more information from the nurses and also mentioned the 2000 hours preventive maintenance since the system hours were 7174.

Event description:
It was reported that the biomed received the arctic sun device with a note stating that they were getting low flow. The biomed performed calibration and the device was passed. Ms and s recommended gathering more information from the nurses and also mentioned the 2000 hours preventive maintenance since the system hours were 7174.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was not able to be determined, as the reported issue could not be reproduced. Biomed performed calibration and the device passed. Mss recommended gathering more information from the nurses. Mss also mentioned the 2000 hours preventive maintenance since the system hours were 7174. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device was influenced by the reported failure, however the device met specifications during the evaluation. The device was in use by a patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.